Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. The patient was admitted to hospital immediately. The device was explanted and replaced. The patient was in stable condition.